Manufacturer narrative:
An event regarding instability involving a metal head was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿based upon the information available for review, no determination can be made for the apparent failure of biologic fixation without migration of the primary acetabular component as described in the revision operative report. Persistent radiolucencies in all three zones of the acetabulum, the decision not to augment the acetabular fixation with screws, and the history of previous tobacco use, along with possible component under sizing may have been contributory. The revision acetabulum was larger and augmented with screws. Dislocations after revision surgery are more common than after primary surgery and with a smaller collared head articulating with an elevated rim insert, the possibility of impingement increases. There is no evidence this clinical history was related to factors of component design, manufacturing or materials.¿ product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of instability was confirmed by the clinician¿s review. Based on the clinician¿s review ¿persistent radiolucencies in all three zones of the acetabulum, the decision not to augment the acetabular fixation with screws, and the history of previous tobacco use, along with possible component under sizing may have been contributory. The revision acetabulum was larger and augmented with screws. Dislocations after revision surgery are more common than after primary surgery and with a smaller collared head articulating with an elevated rim insert, the possibility of impingement increases. There is no evidence this clinical history was related to factors of component design, manufacturing or materials.¿

Event description:
Notice received from patient's attorney alleges that patient had a stryker hip prosthesis revision. Updated per medical review: "on (B)(6) 2014 a revision of the left acetabulum was performed for a diagnosis of "instability left total hip". The operative report describes spinal anesthesia and a posterolateral approach. The operative report notes, "head removed, neck a little bit of metallosis, cleaned with a sponge, liner was snapped out; both implants were very secure. "Uncomplicated surgery was described."